Manufacturer narrative:
The insulin pump was received with high operating currents due to faulty board. No unexpected battery out limit or weak battery alarm noted during testing. No cosmetic damage noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received battery error messages. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.